Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse tested the erbe with the 3rd party handheld pen fed through a smoke actuator to recreate the reported issue. No fault found under normal circumstances. Fse was able to recreate the issue by running the pen cable along the instrument monopolar cable causing interference across the 2 cables. Fse advised customer to keep cables away from each other to prevent issue reoccurring. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to interference between instrument cables.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a nurse called in to report that a monopolar handheld third-party instrument was unintentionally activated when the surgeon activated the monopolar curved scissors (mcs) instrument on the universal surgical manipulator (usm) arm 4, resulting in smoke generation from the third-party instrument. As a workaround, the third-party instrument was disconnected. The site usually had the third-party instrument connect to the integrated electrosurgical unit (iesu) without such issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no errors. This issue had been occurring for the past two weeks. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: over the past few weeks, there has been an ongoing issue affecting all cases for a specific system, caused by the way the user was utilizing the erbe and a third-party pen together. The energy cables were positioned too closely, leading to unintended activation of a non-intuitive surgical, inc. (Isi) instrument that was on standby and not in use. The adjustment was to move the third-party monopolar cable. The isi instruments operated as expected, and the monopolar instrument tips were in contact with tissue during the incidents. No harm or injury was caused to the patient or tissue, and there were no complications. To prevent further activation, the non-isi instrument was unplugged. The field service engineer (fse) identified the issue as related to cables crossing, suspected to be a generator issue. This problem has not occurred with other systems. No fragments were reported, and no unusual thermal damage or complications were observed. The surgical task involved was tissue dissection, and the system's user interface displayed information correctly. The instrument has not been returned for evaluation. This issue may be better categorized as 'customer system setup.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: primary product updated to vision side system (vss).